Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the device fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Visual examination of the provided picture confirms a fracture separating the strike plate from the instrument body along the welded seam. Reported event was confirmed by review of photographs provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.